Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient's controller showed incorrect positions and therefore assigning incorrect intensity settings based on position. The device would show upright when the patient was laying down and therefore the assigned intensity which was too high when he was laying down causing shocking sensation. The hcp reported they reoriented the patient on (B)(6) 2018. It was reported that they resolved it. No falls/trauma related. No further complications were reported/anticipated.

Manufacturer narrative:
A correction was made to reflect the most accurate information. A correction was made to the initial reporter. The company representative was confirmed to be the initial reportable per additional information that was received. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient's controller showed incorrect positions and therefore assigning incorrect intensity settings based on position. The device would show upright when the patient was laying down and therefore the assigned intensity which was too high when he was laying down causing shocking sensation. The manufacturer's representative reported they reoriented the patient on (B)(4) 2018. It was reported that they resolved it. No falls/trauma related. No further complications were reported/anticipated.